Event description:
It was reported that during attempted pod activation, the cannula did not insert into the infusion site, and upon removal, the cannula was not visible despite the pink slide having moved forward; indicative of a needle mechanism failure. The patient sought medical attention on (B)(6) 2026 due to body aches, dissociation, and feeling hot, and was diagnosed with high blood sugar. The patient reported that no treatment was administered by a medical professional; however, a prescription for insulin pens was provided, which the patient used to self-administer insulin. No blood glucose levels were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.